Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrode. The customer reported that the electrodes left a red, itchy rash on the patient's body. The irritated areas were approximately 1-2 inches in diameter, which were located on the patient's trunk and chest.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.